Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that they were looking for anything that may help improve the patient outcome. They were wondering if the implantable stimulator (ins) can any way be related to a hydronephrosis, elevated epidermal growth factor receptor (egfr), and declining kidney function. No further complications were reported/anticipated.